Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for preventive maintenance. There is no allegation of serious or permanent harm or injury. The trilogy evo device was returned to the manufacturer for evaluation. During the evaluation of the device, the device log files were successfully downloaded and reviewed in full. The manufacturer confirmed that a ¿ventilator service required¿ alarm was triggered due to failure of the internal battery system. Specifically, this condition may have resulted from the battery not being detected, failure of the system printed circuit assembly (pca) as indicated by terminal voltage, wake voltage, or smbus communication errors, or an internal battery failure. In addition, a ¿vent inoperative¿ error was identified, attributed to a loss of communication with the flow sensor, which subsequently remained fixed at a constant value. To resolve these issues, the system pca was replaced. No other critical errors were identified during the evaluation. Additionally, unrelated to the reportable malfunction, it was observed that the silver sticker surrounding the power button was missing. As a result, the vanity cover assembly was replaced. Preventive maintenance was also performed, including replacement of the air inlet foam filter and particulate filter in accordance with standard service requirements. Following repairs, the device underwent final functional testing, including battery verification, valve checks, run-in testing, and cleaning. The unit successfully passed all tests and was confirmed to be operating within specifications.